Manufacturer narrative:
(B)(4). 3004753838-2024-311247 was reported in error. Please disregard initial reporting of this event as this event is a duplicate and is being reported under 3004753838-2024-234685.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this report is a duplicate of 3004753838-2024-234685.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/01/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. The patient experienced a skin reaction in (B)(6) 2024 after the sensor had been inserted in the arm., she removed the sensor because of a painful, inflamed nodule. She ripped the skin while removing the adhesive which caused bleeding. The patient opted not to replace the sensor because of the infection. She had been monitoring her blood glucose by fingerstick and 2 days after had a hypoglycemic injury requiring medical intervention while not in session. While comatose and diaphoretic, she was taken to the hospital. She was given an unremembered IV to reverse hypoglycemia. The methicillin-resistant staphylococcus aureus (mrsa) skin infection was treated with an antibiotic for 7 days. She underwent ultrasound on the abscess. She did not have surgical intervention but was given another 10-day course of antibiotics at discharge. There was no documentation of further medical evaluation or intervention. At the time of the report, she was good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.